Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The eval was unable to reproduce the reported symptom arcing, but found evidence that arcing occurred. The device was retired from service.

Event description:
It was reported that a wireless battery module g experienced arcing. It was reported there was no pt involvement.